Manufacturer narrative:
Investigation including root cause analysis is in progress. A sample is expected, but has not yet been received at the manufacturing site for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the surgeon saw a fiber in the pt's eye during cataract surgery after the lens had been inserted. The fiber was removed during the same procedure. There was no impact to the pt. The customer did not know if the fiber came from the pack, the iol (intraocular lens), or the viscoelastic.